Event description:
It was reported the patient underwent surgical procedure on (B)(6) 2022 wherein the cervical wound was washed out due to postoperative infection or hematoma.

Manufacturer narrative:
An event of infection was reported to abbott. The location of the infection site was not conveyed, and no products were returned for analysis. As a result, a device history record was performed to review and confirm the sterility of all implanted devices. Based on the documents reviewed, the source of the infection could not be conclusively determined.

Event description:
Additional information was received indicating the patient had an infection, no hematoma. The infection was treated via antibiotics and the 12 may procedure. Infection has resolved.